Manufacturer narrative:
The catalog number and lot code were not provided. The device was described as cmf mesh. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
After revision surgery, during follow up, the temporalis muscle dehiscence from the mesh and hollowing appeared again. At which point, a third cranioplasty was performed (B)(6) 2013 with modified plus implant. No further complaints of pth since.